Manufacturer narrative:
10-apr-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 09-aug-2017. Product return was received and investigated. Investigation results showed that complaint was caused by a breakage due to an effect of force.

Event description:
A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that on two occasions very close to each other, the oral-b brushheads, version unknown had broken down when the wheel that makes them turn broke off. The consumer explained that this was the fourth time it happened to him; the first and second times were over 10 years ago and he thought that it was random at the time but the other two times had been between oct-2016 and feb-2017 with two different kits. The consumer stated that he had to throw the brush head away after barely a month of use with his oral-b rechargeable toothbrush type 3709. The consumer noted that he had been using braun for over 20 years but recently hadn't been very satisfied with its performance. No symptoms developed. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that his current kit contained two refills. The kit that he had in (B)(6) 2016 contained three refills. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that nothing happened when he scraped the oral-b logo with a coin. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the brush head from (B)(6) 2016 was thrown away at the time but he could send in the current brush head. No further information was provided. (B)(6) 2017 received follow-up phone call with consumer: the consumer reported that it had happened to him again with another toothbrush. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Refills have broken down when the wheel that makes it turn broke off [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on 10-mar-2017 that on two occasions very close to each other, the oral-b brushheads, version unknown had broken down when the wheel that makes them turn broke off. The consumer explained that this was the fourth time it happened to him; the first and second times were over 10 years ago and he thought that it was random at the time but the other two times had been between (B)(6) 2016 and (B)(6) 2017 with two different kits. The consumer stated that he had to throw the brush head away after barely a month of use with his oral-b rechargeable toothbrush type 3709. The consumer noted that he had been using (B)(4) for over 20 years but recently hadn't been very satisfied with its performance. No symptoms developed. On 10-mar-2017 received consumer's follow-up e-mail: the consumer reported that his current kit contained two refills. The kit that he had in (B)(6) 2016 contained three refills. No further information was provided. On 10-mar-2017 received consumer's follow-up e-mail: the consumer reported that nothing happened when he scraped the oral-b logo with a coin. No further information was provided. On 10-mar-2017 received consumer's follow-up e-mail: the consumer reported that the brush head from (B)(6) 2016 was thrown away at the time but he could send in the current brush head. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Refills have broken down when the wheel that makes it turn broke off [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that on two occasions very close to each other, the oral-b brushheads, version unknown had broken down when the wheel that makes them turn broke off. The consumer explained that this was the fourth time it happened to him; the first and second times were over 10 years ago and he thought that it was random at the time but the other two times had been between (B)(6) 2016 and (B)(6) 2017 with two different kits. The consumer stated that he had to throw the brush head away after barely a month of use with his oral-b rechargeable toothbrush type 3709. The consumer noted that he had been using braun for over 20 years but recently hadn't been very satisfied with its performance. No symptoms developed. 10-mar-2017 received consumer's follow-up e-mail: the consumer reported that his current kit contained two refills. The kit that he had in (B)(6) 2016 contained three refills. No further information was provided. 10-mar-2017 received consumer's follow-up e-mail: the consumer reported that nothing happened when he scraped the oral-b logo with a coin. No further information was provided. 10-mar-2017 received consumer's follow-up e-mail: the consumer reported that the brush head from (B)(6) 2016 was thrown away at the time but he could send in the current brush head. No further information was provided. 12-jun-2017 received follow-up phone call with consumer: the consumer reported that it had happened to him again with another toothbrush. No further information was provided.